Event description:
The pt's implant partially extruded through the skin flap more than nine years after implant surgery. The surgeon reportedly performed a skin flap revision. The pt's skin flap healed and she is using the device again. Date of event is an estimate as exact dates for these events were not reported. This is a final report.